Event description:
The customer reported that a patient was in surgery and the nbp (non invasive blood pressure) cuff was too small for the patient's arm and was placed "incorrectly" as a result, the customer is concerned that the anesthesia dosage was incorrect based on the nbp readings: a patient was being monitored at the time of the issue. Per the customer's biomedical engineer, no emergent care was provided to the patient. No patient harm occurred.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that a patient was in surgery and the nbp (non invasive blood pressure) cuff was too small for the patient's arm and was placed "incorrectly" as a result, the customer is concerned that the anesthesia dosage was incorrect based on the nbp readings. The patient may have been given additional anesthesia based on the nbp readings.